Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 53 alarm found in the device history due to software error. No pump error 130 and 38 error alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported unintended movement, computer software issue and mechanical jam via phone call. Customer blood glucose reading was 7.7 mmol/l. Troubleshoot was not performed. Insulin pump will be returning for analysis.